Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and add the event date, culture results and cds checklist inadvertently omitted from the initial medwatch report. The customer provided their cleaning, disinfection, and sterilization process. There was no reported patient infection. The automatic endoscope reprocessor (aer) was not cultured/tested. During the pre-cleaning process the customer aspirated water through the channels but flushing was not performed for air water channel. The manual detergent was alkazyme and no manual disinfectant was used. The suction channel, suction cylinder, channel port and distal end / areas around elevator were manually cleaned using lta medical manual brushes. For the soluscope 4 automated endoscopic reprocessor (aer), the customer uses a soluscope cln (detergent) and soluscope paa (disinfectant). The scope was stored horizontally in a plasma typhoon drying unit. Olympus is the maintenance company used by the customer. The scope was not sterilized. A review of the device history record (DHR), found no deviations that could have caused or contributed to the reported issue. The root cause of this phenomenon could not be identified. Based on the results of confirmation of the device and the investigation results in the past, a likely mechanism causing the positive culture test might be the reprocessing steps had a deviation from the instruction for use (IFU). According to the user flushing was not performed for a/w channel at precleaning. The IFU warns on inappropriate reprocessing as follows: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them. Olympus is unable to judge the relation between the device and the event for the deviation was not at the location of bacterial detection. Olympus will continue to monitor the field performance of this device.

Event description:
The sampling was taken during reprocessing on (B)(6) 2022. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause. The suction channel tested positive for 8 colony forming units (cfus) of micro-organisms of pseudomonas aeruginosa. The distal end tested positive for an unknown number of colony forming units (cfus) of micro-organisms of staphylococcus epidermidis.

Manufacturer narrative:
After the device was returned to olympus, it was sent out for additional testing. The microbiological analysis indicated the results conformed according to regulation. An evaluation was performed and it was discovered, the light guide cover glasses glue at the distal end was chipped, the charge-coupled device cover glass glue was chipped, the bending section rubber was worn out and the insertion tube and protector connecting tube coating was peeled off. The investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, after a microbiological routine control on the evis exera iii duodenovideoscope, the user detected an unexpected contamination. There were no reports of patient harm or any contamination associated with this event.